Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during using of a bd q-syte¿ luer access split-septum stand-alone device, the valve was broken. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The DHR reviews were performed on the sub-assembly lot number: 7305663 was manufactured on qfa line 2 starting on 04nov17 thru 05nov17. 7305664 was manufactured on qfa line 2 starting on 05nov17 thru 07nov17. Review of the DHR¿s revealed that all required challenges samples, set-up and in-process testing was performed per specification in accordance with the quality sampling plans. No quality notification were initiated during the build of this lot number. Received one used q-syte unit from the lot number 7301751. One photo was submitted for review. Visual/microscopic evaluation: the septum was partially pushed into the q-syte top body. The residual septum material and adhesive deposits was evident on the rim of the top body. This is an indication that a bond was provided during the manufacturing process. Photo displayed the septum partially pushed into the top body. Indeterminate ¿ the evaluation of the septum being pushed into adapter location revealed evidence of adhesive and septum deposits. The occlusion was from the septa being pushed into the q-syte top body. This is an indication that a bond was provided during the manufacturing process.

Event description:
It was reported that during using of a bd q-syte luer access split-septum stand-alone device, the valve was broken. There was no report of exposure, serious injury or medical intervention.